Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Father reported that the patient's pump is shutting down unexpectedly, without presenting any sound alarm. He reports that patient went to the hospital because of hyperglycemia. During the night the pump stopped operating, and didn't present any alarm, so patient only noticed that the pump was turned off when she woke up. She tried turning it on, without success, so she went to the hospital. Patient stayed at the ICU for 4 days, where she was diagnosed with ketoacidosis. A request was made for the return of the device, replacement sent.